Manufacturer narrative:
It was reported on the 2019-feb-25 that there was the incident with the involvement of the maxi sky 600 lift and passive clip sling. It was stated that during initial phase of the patient transfer clip broke and as a consequence detached from the maxi sky 600 spreader bar. This caused that the resident (male, 86 years old, 68,2 kg) fell off the sling and was caught by the caregiver above the chair. There was no patient injury reported, however caregiver suffered a strained muscle from catching the patient. After the event, there was a device evaluation made by the arjo technician. The involved sling had visible signs of wear and cracked clip. The sling label was unreadable, therefore it was not possible to check serial and model numbers of the sling. Due to this fact, the manufacturing date of the sling could not be determined. The slings inspections within the facility was carried out monthly by the facility staff. According to information received we can clearly see that the clip broke from left to right. This occurs when a clip is bent. This is an indication that the clip was pinched with a force much higher than the force it will normally receive during use. The cause of the failure lies in the initiation by surface damage caused by improper use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. It is also worth to mention that the instructions for use (04.sc.00-int1_2, october 2014) for passive clip slings includes some crucial information about proper usage of the slings: "do not use (...) Tumble dry, any mechanical pressure, pressing or rolling, (...) Use autoclave, dry clean, steam, ironing" "the expected service life of passive clip sling is the maximum period of useful life. The operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of fraying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "Check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for: · fraying · loose stitching · tears · fabric holes · soiled fabric · damaged clips · unreadable or damaged label." Based on the instruction for use provided with every arjo sling in case of any doubts about sling safety and visibility sign of wear or in case when the label is unreadable the sling should not be used and be replaced with new one. The caregiver is obliged to check each sling before use. According to all information gathered during investigation we can conclude that the main factor, which could contribute to the event was not adhering to the instructions for use. Inspection before and after every transfer is caregiver responsibility on a daily basis. Claimed sling was in use despite the fact that the label was unreadable and the sling was visibly worn and in that case sling should be withdrawn from use and replaced with new one. What is more, we find it likely that the clip broke due to suffering stress that is not likely to be encountered during on-label use. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. To conclude, the system - clip sling and ceiling lift was used for the patient's transfer and in that way contributed to the alleged event. The sling was worn and clips were damaged and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to risk of serious injuries upon the reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was the incident on the (B)(6) 2019 with the involvement of passive clip sling and ceiling lift maxi sky 600. It was stated that during transfer near the wheelchair sling clip broke and detached from the lift spreader bar. The patient was caught by the caregiver and safely put back into the chair. There was no patient injury reported. As the consequence of the event caregiver sustained muscle sprain.